Manufacturer narrative:
It was indicated a device replacement procedure would be scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the last follow-up, the estimated remaining longevity was one year. Three months later, the device had an estimated remaining longevity of less than six months. Boston scientific technical services (ts) also noted device undersensed an intrinsic event. The device paced, did not capture, so a backup pace was provided which captured. As a result, the sensitivity was reprogrammed and a device replacement procedure will be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.